Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It is possible that transient, but undetected issues in pre-analytic handling of the sample or with the instrument caused the event.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t stat (short turn around time) - tntstat. The sample initially resulted as 0.363 ng/ml. The sample was repeated, resulting as 0.010 ng/ml accompanied by a data flag. The sample was also repeated a second time on the customer's other e411 analyzer, resulting as 0.010 ng/ml accompanied by a data flag. The repeat result was believed to be correct and the erroneous result was not reported outside of the laboratory. The patient was not adversely affected. The tntstat reagent lot number was 18746102, with an expiration date of 08/31/2016. The field service representative could not determine a cause. He checked for proper alignments and proper internal/external washes of the probes. He ran performance testing and this was within specifications.